Event description:
It was reported the single use aspiration needle had a needle that could not be used because it protruded from the sheath and could not be retracted. The issue occurred during inspection for use for a therapeutic endobronchial ultrasound that was able to be completed with a similar device. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Updated field(s): d8, h2, h3, h6, h11. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.